Manufacturer narrative:
The manufacturing records for the lot containing this serial number was reviewed. (B)(6) was sampled for pyrogen testing and then returned to the lot; tis step is a part of normal operating procedure and is not expected to impact device functionality. There were no deviations or nonconformances affecting (B)(6), in vitro flow rate was measured as 1.8 ml/day on the 7-day flow test, which translates to a 1.2 ml/day flow rate intra-arterial. The device met specification prior to release from manufacturing. Blank fields in the MDR form represents unknown information. If further information is received at a later date, a supplemement will be filed.

Event description:
Patient returned device tracking card from the (B)(6) 2023 mailing stating "faulty from day 1." No additional information was provided.

Manufacturer narrative:
Pseudoaneurysm is a known adverse event listed on the labeling that is unrelated to a device malfunction or device performance issue. Based on the correspondance with the patient's medical oncologist, the complaint of the device being "faulty' is not concluded; instead it is concluded that an adverse event consistent with the labeling did occur.

Event description:
The medical oncologist listed for this patient was contacted to obtain more information about the alleged complaint. The physician provided the following information: after [patient] had his pump implanted, he had a nm [nuclear medicine] pump study that showed heterogenous liver distribution but w/preferential accumulation in left lobe and no e/o obstruction or extra hepatic activity. He received fudr on (B)(6) 2023 but was having abd discomfort so a CT done on (B)(6) 2023 showed fluid around hepatic arterial catheter tip c/f slow leak. CT angio on (B)(6) 2023 was c/f pseudoaneurysm so a stent was placed across the common hepatic artery, effectively making the pump not usable. It was removed on (B)(6) 2023 when he had a procedure for potential cytoreduction (ended up being just hernia repair and pump removal).